Manufacturer narrative:
Visual analysis of the returned fiber revealed the aiming beam was extremely weak indicating the fiber was broken under the 'sub-miniature a' (sma) connector housing. Handling damage contributed to the event.

Event description:
It was reported to boston scientific corporation that at the beginning of a bilateral ureteral canulas procedure using a flexiva 200 laser fiber, (box 5), the fiber worked for a brief period of time when the physician stepped on the foot pedal. There was minimal energy being emitted from the fiber. The red aiming beam was visible. Laser energy from a 20 watt holmium laser set at 5 joules and 8 hertz was being used with the fiber. The procedure was completed with a flexiva 365 fiber without any complications to the patient, who is reportedly 'fine' post procedure. The event, as reported, is not considered an MDR- reportable event; however, the returned device revealed an MDR-reportable malfunction.